Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Moisture damage noted on lcd board. Cracked reservoir tube lip noted during visual inspection.

Event description:
Customer called and stated her pump was exposed to water. Customer stated her pump fell to the bottom of the pool. Customer also, reported she had just gotten out of the hospital for dka. Fluid in pump t/s per dop. Patient's bg is 141 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Moisture damage noted on lcd board and on mother board during visual inspection. Cracked reservoir tube lip noted during visual inspection.